Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the physician could aspirate air through 3-way-stopcock after introducing the farawave catheter into the sheath. Wire from farawave catheter was pulled back towards catheter tip. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the bubbles were seen just in the flushing line and in the syringe when aspirating.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6). Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during the atrial fibrillation ablation procedure, faradrive steerable sheath clear was selected for use. It has been mentioned that the physician could aspirate air through 3-way-stopcock after introducing the farawave catheter into the sheath. Wire from farawave catheter was pulled back towards catheter tip. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the physician could aspirate air through 3-way-stopcock after introducing the farawave catheter into the sheath. Wire from farawave catheter was pulled back towards catheter tip. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported, the bubbles were seen just in the flushing line and in the syringe when aspirating.